Event description:
Arrival of patient to infusion clinic a 1215. Medication and rate checked prior to starting of infusion both set according to orders and pharmacy instruction -250ml/hr-. At 1300 infusion completed, infusion should have been two hours or longer and setting on pump was at 800 ml/hr. Someone was in room with patient and was using hand held radio during treatment.